Manufacturer narrative:
Blockb3: the exact date of the event is unknown. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 07/12/2023. Related reports: 2124215-2024-46442 - reports the patient that experienced sepsis and received intensive care. 2124215-2024-46445 - reports the patient that when to hospital and was treated with intravenous antibiotics. 2124215-2024-46444 - reports the patient that when to hospital and was treated with intravenous antibiotics.

Event description:
It was reported that after the water vapor thermal therapy procedure four patients experienced an infection, one of the patients developed sepsis several days after the indwelling catheter was removed, therefore was admitted to the intensive care unit (ICU), two patients were admitted to hospital with severe infection and were treated with intravenous antibiotics, the last patient required oral antibiotics. All the four patients were reported as recovered after these events. Boston scientific has been unable to obtain additional information despite good faith efforts. This report captures the patient that required oral antibiotics.